Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective (data acquisition) da board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported proximal pressure accuracy failed. There was no patient involvement.

Manufacturer narrative:
Additional information. Usage of device: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec¿d date. Rec¿d report date. The assy,pcb,data acq (data acquisition), v8000 was returned to failure investigation (fi) for evaluation. There were no signs of damage or contamination found. This customer returned da board was installed into the fi test ventilator. The ventilator remained operational with no errors detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported proximal pressure accuracy failed. There was no patient involvement.